Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing diaphragmatic stimulation. It was noted that the implantable pulse generator (ipg) clock was off by one hour. Reprogramming is scheduled. The ipg and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.